Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. The ra and rv lead has fractured. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.